Event description:
It was reported that the bd ultra-fine¿ micro pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding needle would not allow insulin through.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned a total of 32 used and 8 unused 6mm, 32 gauge pen needles from lot 1320842. 30 of the pen needles were visually inspected and no immediately observable defects were found. The pen needles were then attached to a test pen. Saline was pushed through the system and out the distal tips of the pen needles with no issues. No clog, attachment issues, or shortened cannulas observed in any of the tested samples. All samples were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ micro pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding needle would not allow insulin through.